Event description:
The MFR received the drug delivery pump for analysis after it was explanted due to battery depletion. It was reported that the pump was found to have a higher residual volume than what was expected. No specific values were reported. No adverse pt event was reported. Additional info has been requested but was not available on the date of this report. A follow up report will be sent when additional info is received.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is complete.